Manufacturer narrative:
Attempts to obtain further details about the alleged failure were unsuccessful. The concentrator was returned to invacare for inspection, which was completed on 06/25/2021. The complaint was not confirmed for fire damage around the pe valve or anywhere else within the device. The pe valve and attached tubing were undamaged; it seems they had been replaced before the concentrator was returned. The tubing from the left sieve bed to the check valve was darkened, but there was no visual evidence that a fire had occurred. It is unknown when this tubing became darkened, whether before or after the pe valve with tubing were replaced. The original pe valve was not returned with the device. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
A repair center reported that the irc5po2v concentrator has evidence of fire damage internally around the pe valve.